Manufacturer narrative:
Product information was not provided. It's not possible to determine the manufacture date without the product information.

Event description:
The customer received a blood glucose reading of 102mg/dl on the contour next, re-tested on the contour next link and the reading was 52mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedproduct information was not provided.a new meter was sent to the customer.